Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an alarm 38 was confirmed. Service determined that the cause was due to damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that presented failure code "f38". It is unknown if this event occurred during patient use. There was no report of patient or user injury, nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.